Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited a battery depletion rate which was unexpected and unrelated to aggressive programming. A technical services data review has been requested. No adverse patient effects were reported and to date, no intervention taken.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.

Event description:
It was reported that this device exhibited a battery depletion rate which was unexpected and unrelated to aggressive programming. A technical services data review has been requested. No adverse patient effects were reported and to date, no intervention taken. Subsequently, the device was explanted and returned for analysis.